Event description:
It was reported that during an unknown procedure, the contour did not staple at the proximal end of the distal rectum. The surgeon had to suture manually. The patient received an ileal stoma. Patient is fine.